Manufacturer narrative:
Final device analysis revealed: normal device function - no anomaly found.

Event description:
Manufacturer received explanted infusion pump from a funeral home, with no information relating to the date or cause of the patient's death. The explanted pump was programmed to deliver morphine/bupivicaine 40mg/ml @ 13.699mg/day via simple continuous infusion. Manufacturer attempted to obtain additional information from the patient's physician, and the office recommended manufacturer call the funeral home that returned the device because they do not know the cause, or date of the patient's death. Manufacturer attempted to obtain additional information from the funeral home, and it was reported that the patient died: "sometime around christmas", and they do not know the exact cause of death. A follow up report will be sent if additional information regarding the patient's death becomes available.